Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with an unknown blood glucose (bg) level; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was unsure of arrival and discharge dates, believes hospitalization lasted 3 or 4 days. Customer was discharged with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.